Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is available and quality assurance testing is pending. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of skin pulled from gums in a (B)(6) female pt who received polyethylene oxide + sodium carboxymethylcellulose (poligrip 40s comfort strips) for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included diabetes, drug allergy, food allergy, heart problems, systemic mastocytosis and thyroid problem. Concurrent medications included thyroid medication, diabetes medication and cardiovascular medication (heart medication). On (B)(6) 2009, the pt started polyethylene oxide + sodium carboxymethylcellulose (dental). Same day later, on (B)(6) 2009, when the pt removed her dentures, the pt experienced skin pulled from gums, hard palate injury, gingival bleeding and bleeding palate. Treatment with polyethylene oxide + sodium carboxymethylcellulose was discontinued. At the time of reporting, the events were resolved. Follow-up was received on (B)(6) 2010 that upgraded the case to serious. The pt stated, "I tried this on two different occasions with help of antibiotics that was prescribed by dr. (B)(6). The antibiotics were identified as novo-levofloxacin. The pt reported that following use of polyethylene oxide + sodium carboxymethylcellulose, she experienced thrush infection. The thrush infection went down into her "upper respiratory ways" resulting in pneumonia. The pt was hospitalized for three days. This case is considered medically serious by gsk. The pt stated that she is uses a motorized wheelchair (pre-existing condition) and it made it hard for her to get to all her dental visits for denture adjustments. The pt stated that she has concurrent mastocytosis and when her body is challenged either physically or medically, her condition "blows out of control and I have to take strong prednisone."